Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. The reported false negative result appears to be anomaly. Root cause was undetermined.

Event description:
Customer reported two false negative results for two individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for individual 1. See case-(B)(4) for false negative result for individual 2. Individual 1 received a false negative result on 04-may-2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(4), lot 19946g, reader sn (B)(4). On (B)(6) 2022, individual tested positive with two unspecified antigen tests. Individual also tested positive with a sars-cov-2 pcr on (B)(6) 2022 and positive with rapid tests until (B)(6) 2022 (exact dates and frequency of rapid tests not provided). Individual was symptomatic. Cartridges are stored within the validated temperature range.